Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open skin irritation under the therapy electrodes. There was no alleged device malfunction. The patient's physician advised the patient to use neosporin on the area. The patient's medical condition improved.